Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission showed lead dislodgement. Patient was seen in clinic and chest x-ray confirmed lead dislodgement. Far field p-wave oversensing was observed on the atrial lead leading to inhibition of ventricular pacing. Lead repositioning was performed. Patient was stable both before and following the procedure.